Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2108-70m, serial number: (B)(4), batch/lot number: 10521, model/catalog description: scs lead kit, phase 2 sterile package. Model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 20161/20822, model/catalog description: scs lead kit, phase 2 sterile package. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to a fractured lead. No further information could be obtained.